Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h824300411, implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0.048 mg day via an implantable pump. It was reported that the patient complained of an increase in pain. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician tried to aspirate the catheter but was unable to. The actions and interventions taken to resolve the issue was the physician did a small revision to the pocket and also discovered the patient¿s catheter was kinked. Once the physician removed the pump and catheter from the pocket, he was able to aspirate without having to make any changes to the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.